Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The closure device did shift upon release with a 1/3 shoulder noted, but no leak was present. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The computed tomography imaging showed that there was a device leak on the posterior side of the laa. Transesophageal echocardiogram (tee) imaging recorded the leak to be 4.4mm in size. The physician attempted to implant a non-bsc plug to treat the leak but was unsuccessful. The patient did not experience any complications as a result of this event.